Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had their device implanted (B)(6) 2025, the patient was activated 2 weeks later on closed loop and received good pain relief in the areas of pain. These initial settings were: group a: p1 0- 2+ 8.2ma 200pw 50hz p2 1+ 3- 6.2ma 300pw 50hz group b: p1 0- 2+ 6.8ma 200pw 50hz p2 1+ 3- 3.7ma 170pw 900hz. Since then, the patient's recharger stopped working- they contacted medtronic patient helpline who sent out a new recharger, whilst waiting for this, the battery depleted. The patient then received the new recharger and was able to charge the device. However, since this event when the patient put their stimulation back on the device was not effective anymore and the patient's symptoms returned. Patient has said they have not had any falls. The patient attended to see the nurse in clinic (without a manufacturer's rep present) on (B)(6) 2025 and the nurse tried to reprogram - the settings the nurse added can be seen on the session report at the start of session. The nurse mentioned when on the capture page the signal was just a flat line and could not get good coverage like the patient had prior. The patient attended today, (B)(6) 2026, and they have managed to gain some better areas of coverage but the patient has said its not like when it was first programmed before the event with the recharger occurred. Today ((B)(6) 2026) they performed an impedance check which could be viewed in the session report, they had also provided a data report. They also performed intellistim and added closed loop daytime, bedtime setting and a legacy setting for group c. The question the hcp had was why did the original program not work anymore and what actions can they take to try get better coverage for this patient. From the provided session report "device below programmed amplitude (oor)" was noted. The issue was not resolved at the time of the report. The patient was alive with no injury at the time of the report. Additional information was received from a manufacturer representative (rep). It was reported that the rep had spoken to the clinic. It was clarified that the "nurse mentioned when on the capture page the signal was just a flat line" was referring to the sensing function. This was just showing a flat line even though the patient could feel the stimulation. It was clarified that when the loss of effect occurred after the ins was depleted and recharged, the settings were still the same as they were before the depletion. The cause of the device no longer being as effective after depleting and being recharged was not determined, "as even adding the same settings again the issues still occurred". The actions taken to resolve the issue noted that the patient attended to see the nurse (B)(6) in clinic to add further settings, the patient attended again (B)(6) 2026 and further changes were added, and that these were in a provided session report. Regarding whether or not the issue had since been resolved, it was noted that they had reprogrammed and the nurse has told the patient to call if they have any further issues/return of symptoms. It was asked if there were any suggestions going forward. The rep had spoken to the nurse today ((B)(6) 2026) and (B)(6) 2026 regarding this. Additional information was received. It was reported that the patient's indication for use was persistent spinal pain syndrome type 2- left neuropathic. The patient's program summary was provided. The plan for the pain clinic was to discuss further action with the healthcare provider (hcp). The patient had attended the day of the report ((B)(6) 2026) for review of her programs. Unfortunately, she reported that she was receiving minimal pain relief from her device. She reported that she was receiving 25% pain relief and reported a pain score of 7/10 on a numbers rating scale. She has had multiple reprogramming sessions recently, as she had reported in december that she was having issues with her charging unit not working. While she was waiting for a replacement recharging unit from the manufacturer, her internal battery had "fully charging" (understood to mean fully discharged). When she was able to recharge her ins again, she found that the group she was predominantly using was not providing effective pain relief. She had attended clinic in (B)(6) in the presence of a manufacturer representative (rep). They were able to "elicit any ecaps". They had at the time, added a traditional spinal cord stimulation program. Although that day the patient explained that she did not feel she was receiving any pain relief from her device. They understood that the rep had sent the session and data report to the technical expert at the manufacturer for further data analysis from the clinic appointment. That day they tested all parts of her stimulator lead up to a stimulating intensity of 20 milliamps. The patient was not able to confirm that she was receiving any stimulation. On the closed loop programs, they were not able to elicit any ecaps despite being at the maximum of 10 milliamps. During the clinic review an impedance check identified that all electrodes were in good working order. That day they organized for the patient to attend for x-rays to check for any lead movement. They have reviewed this that day with the hcp who agreed that there had not been any changes to the level of the tip of her lead which was still at t9. They would therefore make another 2 hcps aware of the above issues and would ask for further advice going forward. It appears that the patient will be reviewed again in clinic on the (B)(6) 2026. The patient was aware that she should contact the pain management clinic by call or email and ask to be seen earlier. She may need to leave a message on their answer service and they would contact the patient back as soon as possible. Additional information was received. It was reported that the patient has reported that the ins charger had broken and the device was fully discharged, and since this, the patient has not been able to receive any pain relief despite reprogramming. Additional information was received from technical services. It was reported that, after reviewing the reports and the description of the case, one thing that came to their attention was that in the session report there was a message present "device below programmed amplitude". This message indicates that the system cannot provide the desired intensity settings and that the system has detected an oor. Oor stands for out of regulation, which means that the neurostimulator is not able to deliver the requested settings. Considering this, even if they increase the amplitude the device won't be able to provide additional stimulation. It was noted that, given this, and considering that the patient¿s settings are already very high, it may be helpful to first address the oor condition and identify at what point it begins to occur. Recommendations for this scenario were provided. Additional information was received from a manufacturer representative (rep). It was reported that the patient perceived stimulation during programming, but only at around 10.5ma in the incorrect areas. The patient felt stimulation in an area different from the expected target, not in the painful areas as it was before. No error codes were displayed on the clinician app or the patient programmer; however, the report now says oor (out of regulation) and an updated session report was provided; "device below programmed amplitude (oor)" was seen in the session report. Impedance measurement images were provided comparing impedances in (B)(6) to those in march which showed an increase but that the impedances were still in range. When asked "what did the patient experience the first time stimulation was turned on after recharging the battery from depletion", the rep responded, "minimal pain relief 25%". Regarding x-ray imaging, it was noted that lateral and posterior views were also considered. When asked "during reprogramming, was a legacy program evaluated?", the rep responded "yes, on the (B)(6) this was done which covered painful areas." Regarding particular events around the time the issues started, it was noted that there were no patient falls/accidents, but they had a medial branch block in (B)(6). The patient's timeline was as follows: full implant on (B)(6), chronic pain was fine on (B)(6), (B)(6) on (B)(6), had no ecaps and minimal stimulation in clinic on (B)(6), the clinic reprogrammed and covered leg and painful areas on (B)(6), a radio frequency procedure on (B)(6), minimal pain relief and no ecap and no perception at 20ma on march 4th, and paresthesia at 10ma but when going stronger it did not increase stimulation on (B)(6). The patient has been referred for a replacement ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that as of 2026-mar-27 they were not sure when the ins will be replaced. The patient was on the waiting list and that was all the rep has been made aware of at the moment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that they were with the consultant this morning (B)(6) 2026 and have asked them about this, they have said that the patient in on the waiting list for this and it shouldn't be too long till the theatre date, however they do not have an exact date yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.